Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while the customer was entering the settings into the pump, the correction factor value was inadvertently entered incorrectly. The customer had not yet delivered a bolus. The customer's blood glucose level was 465 mg/dl and would be addressed with an injection of insulin. Prior to correcting the setting, the customer's pump screen turned white. The customer turned the pump off and on. The screen was functional. The customer corrected the setting.